Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on bus. A field service engineer (fse) observed intermittent cubie failures in drawer 4.2. Upon testing in hardware test application (hta), three rows were found where the cubies were not latching properly. The fse removed the row boards and realigned the locking mechanism, which temporarily allowed the cubies to latch. However, after retesting in hta, the cubies reverted to not latching. It was confirmed that the cubies were not latching to the row board in three rows. The fse replaced the front three row boards on drawer 4.2 and replaced the row cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.